Event description:
It was reported the reamer shaft broke at the shaft/reamer junction. The procedure was completed with another device which caused a 10 min delay in surgery. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by (B)(4).